Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05710. It was reported that system diagnostics recorded high impedances on both leads during an ipg replacement on (B)(6) 2021. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.